Event description:
The micro drill medium straight attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the attachment. The micro drill medium straight attachment was discarded; it is not repairable once it is disassembled.